Event description:
User facility reported that a novasure endometrial ablation was completed on (B) (6) 2009. On (B) (6) 2009, the patient "checked into the hospital with a bowel burn" and a bowel resection was performed. During follow-up with the physician on (B) (6) 2009, he reported that after the novasure endometrial ablation procedure, "the patient did well in the recovery room and was sent home shortly after". Eighteen hours later, the patient was admitted to the hospital with severe abdominal pain. Following a computed tomography (CT) scan results: fluid in the abdomen suggestive of bowel perforation. The patient underwent an exploratory laparotomy with small bowel resection, ileostomy, and hysterectomy. The patient is currently "doing well".

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed. (B) (4).